Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a plunger travel bar error. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the right plunger case was damaged and the top case cracked in the front left corner. The event history log confirmed check clutch/plunger lever occurred. Functional testing was unable to replicate the reported issue. The root cause was determined to be the leadscrew, right and left clutch halves were found to be worn. The leadscrew, right and left clutch halves were replaced and the device was cleaned, greased, and calibrated. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.